Manufacturer narrative:
There was no patient involved in this event. No system checkout will be performed because the issue was resolved with a reboot of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when the system was connected to a navigation system, the mobile viewing station (mvs) was unresponsive. A reboot of the system resolved the issue. There was no patient involved in this event.